Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller setting was changing by itself. It was reported that the rep reset the ¿orientation of the stimulation¿ and it works great but then it ¿turn off¿. The patient reported that he looked at the controller screen and the intensity will show 0.0 but the stim is still on. The patient has 3 programs, program b works all the time it seems but a and c are not. The patient reported that the rep worked with him in the office to resolve the issue and they thought they had it working but when he got home from the appointment the stimulation amplitude went down to 0.0 by itself again. The patient reported that he was having issue with his stimulation since a couple of month ago and that is why he was meeting with the rep for programming adjustment. The patient reported that he was feeling tingling in the bottom of his feet and he would have ¿shin splints¿. The patient clarifies that he would feel stimulation in his shins only at time so the rep wanted to adjust the therapy. The patient reported that program c is on and working his therapy greatly but it keeps turning off and going back to 0.0. The patient reported that the rep thinks the issue is with the controller. A replacement controller was requested.